Event description:
Patient reported "broken implants". Rupture was later confirmed by MRI. Patient later reported "implants show multiple folds, a finding that is suggestive of a certain degree of capsular contracture" and "two poorly defined hyperechoic nodules in left axilla, measuring 9 mm and 16 mm, observed and consistent with accumulation of silicone (siliconomas)" via ultrasound. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture unknown baker grade and lymphadenopathy are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture unknown baker grade and lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Physician also reported "product in armpit, thinking more leakage."

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting silicone migration.

Event description:
Patient reported "broken implants". Rupture was later confirmed by MRI. Patient later reported "implants show multiple folds, a finding that is suggestive of a certain degree of capsular contracture" and "no signs of intra- or extracapsular rupture" via ultrasound. Un-reporting rupture. Device remains implanted. This relates to the right side.

Event description:
Device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed creases on the provided photos. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "broken implants". Rupture was later confirmed by MRI. Patient later reported "implants show multiple folds, a finding that is suggestive of a certain degree of capsular contracture" and "two poorly defined hyperechoic nodules in left axilla, measuring 9 mm and 16 mm, observed and consistent with accumulation of silicone (siliconomas)" via ultrasound. Physician also reported "product in armpit, thinking more leakage." Un-reporting silicone migration. Device has been explanted.